Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non-sustained rv oversensing due to oversensing the p wave was observed. Patient was brought into clinic as nurse felt that the strips represented noise. Noise was not reproduced with in clinic testing. Upon review of session records, another non-sustained oversensing episode due to post paced t-wave over-sensing was noted and a ventricular lead noise was also seen on a stored egms. Programming changes were discussed. No intervention has been done as the device remains implanted. The patient was stable and will continue to be monitored.